Event description:
The sleeve sticks proud 1 to 2 mm from the bone. When the surgeon "drove" the stem through the sleeve and tried to sink it, the femur fractured. The bone was repaired with a control cable and extended recovery time is anticipated.